Event description:
Pt had ongoing issues post hydrelle injection into crows feet and glabellar lines. The day of injection, she started having violent headaches, nausea and her throat almost closed. She developed swelling so that her eyes were almost closed. Even with the pain and swelling, nothing was prescribed post injection and pt was told not to ice the area or put arnica on it. She visited her local gp 3 days after injection because of tremendous congestion, watery eyes, severe headaches and mucus. She was put on antihistamines (claritin d) and antibiotics avedor 1 tab per day for 10 days. He thought she had an infection, hence the antibiotics. Injector told her swelling, lumps and bruising would last 20-30 days. Updated on (B)(6) 2010: nurse said, the pt signed the consent form and was originally injected with 0.2cc in the glabellar and one line of the crow's feet of this pt (.05cc). Nurse noted there was no redness, no dry peeling skin, no response on the skin at the injection sites. At f/u, nurse transferred 0.2cc into sterile syringe and injected pt. Pt has severe swelling and nodules. Update on (B)(6) 2010: pt is seeing a dermatologist. Pt is sensitive to hyaluronidase (she had a skin test). The swelling seems to be diminishing.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.